Event description:
Patient undergoing a laparoscopic left hemicolectomy. When using the proximate gia 75 stapler and the staples in the reloads were separating before the stapler engaged. Opened 3 packages and the same defect was occurring.